Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with a fever. The patient had developed an infection, erosion and hematoma. The system was explanted. He underwent a pocket washout to clear his infectious symptoms. The patient was administered antibiotics. No other patient symptoms were reported.